Event description:
It is reported that the device was implanted in 2008 and revised at approximately 17 days later, due to fracture of the femoral shaft. The stem subsided resulting in the fracture of the shaft.

Manufacturer narrative:
Evaluation summary: it was alleged that the femoral shaft fractured 3 days post-op resulting in a kinectiv stem and neck revision. The device was not returned for review. Also, no x-rays were available for review. Patient activity during the fracture is also not disclosed. The cause of the fracture could be due to inadequate press fit between the stem and femur which caused such an early subsidence. Based on the available information, a definitive cause can not be determined. Evaluation codes: no product was returned. A review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify of identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.